Event description:
Problem: pc display not showing waveforms correctly at central telemetry desk. The telemetry set-up at this facility is that there is a "client" bank of central monitors located on station "a" (responsible to observe patients on ten units), and also there are "central station" banks on the units. The monitor tech from station a called station b as monitor tech was unable to review a patient's rhythm unless "patient window" was open. Also asked about another patient as central station screen showed "alarm suspended." Then when this window opened, the screen read that it was for a different patient. Station b indicated on their central bank, the patients were being viewed on different screens. (Normal state) screen a client pc was rebooted and five new patients appeared on the screen. These rooms were viewable on station b's central bank, but not on station a's client bank until after reboot. Biomedical engineering was not notified at the time of failure. Six days later, after notification, biomedical engineers reported that their review of the occurrence indicated that the pc software locked up and the warm software boot cleared up the lockup and the pc functioned correctly after that. This is the second instance in the last month of this particular pc locking up. Philip technician has been notified and will be investigating. Station b staff are reminded to notify station a of all patients on telemetry at change of shift. Staff also reminded to contact biomedical engineering whenever they experience this type of software failure so it can be documented.